Manufacturer narrative:
A ge service representative performed an onsite investigation. The filament driver board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system kv ramped to max and as a result, the live image was unusable. There is no report of pt injury.